Event description:
The patient is a (B)(6) female who was admitted to the medical center from an outside hospital following an episode of severe abdominal pain. The abdominal pain was accompanied by nausea, vomiting and diarrhea. A CT scan revealed free air in the abdomen and pelvis. She was diagnosed with a perforated bowel. On (B)(6) 2011, the patient was scheduled for an exploratory laparotomy and sigmoid colon resection with creation of colostomy. A dubbhoff tube was placed while the patient was in the operating room. During the placement of the dobbhoff tube the guide wire "poked" through the outlet hole near the tip of the tube while in the patient's esophagus. There was a small amount of bleeding related to the guide wire exiting the outlet hole.